Event description:
It was reported that the anesthesia workstation failed in several sub tests during the system checkout. There was no patient involvement. (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-I c20, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer investigated the system, and the reported issue was reproduced. The system failed in the system checkout in several sub tests and two technical error codes indicating barometer failure and safety valve open were generated. The expiratory channel pcb, the inspiratory pressure transducer pcb, and the monitor pcb, were replaced. No parts were returned for investigation. The system device logs were received for evaluation. Evaluation of the logs confirms the reported failure. The logs show that system checkout failure and the technical error code indicating safety valve open were caused by incorrect measured pressure in the system and the technical error code indicating barometric failure was caused by incorrect measured barometric pressure. The log shows that the technical error codes were generated in standby or during system checkout. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. The monitor pcb is part of the monitoring subsystem. The monitor pcb contains electronics including microprocessor for handling of, among other, the barometric pressure. A faulty monitor pcb may lead to incorrect measured barometric pressure. The expiratory channel pcb is part of the expiratory flow meter subsystem. The expiratory channel pcb contains electronics including microprocessor for handling of, among other, measured pressure by the fresh gas and inspiratory pressure transducer pcb and control of the safety valve functions. Failures of the above parts will be detected during system checkout if present and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failures were caused by the replaced parts. The root cause why the printed circuit boards failed has not been established.

Event description:
Manufacturer's reference #: (B)(4).